Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe broke under the pressure placed on the luer-lock from the health professional while withdrawing the saline during use. The following information was provided by the initial reporter, translated from french to english: "when about to prepare an insuline syringe, taking out the saline, a big pressure has been created. The syringe has broken under the pressure made by the health professional at luer lock point."

Manufacturer narrative:
H.6. Investigation: one sample and two photos were provided to our quality engineer for investigation. Upon visual inspection, we were able to observe the syringe barrel was broken at the barrel edge. A device history was performed and found no no-conformances related to the reported issue during production of batch 1904226. Product is tested and inspected according to procedure to ensure the quality and functionality of the device. Based on the available information we are unable to determine a root cause related to the manufacturing process at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe broke under the pressure placed on the luer-lock from the health professional while withdrawing the saline during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when about to prepare an insulin syringe, taking out the saline, a big pressure has been created. The syringe has broken under the pressure made by the health professional at luer lock point."